Event description:
A medical examiner reported an incident in which a hospital pt exsangunated through a catheter when the extension tubing section became separated. The pt has been diagnosed with renal failure and the catheter implanted the previous day.